Manufacturer narrative:
The reported event was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the event files were corrupted. Additionally, the date and time was frozen, with a year of 99. Analysis revealed that the controller passed visual examination but failed functional testing due to the controller continuously resetting. Supplemental testing revealed that a low voltage bus switch located on the communication line between the main integrated circuit and power sources was faulty. This failure prevented the controller from identifying what batteries were connected. The faulty component also affected the real time clock circuit, which caused the date to remain frozen with a year of 99. Furthermore, the main integrated circuit was continuously resetting, likely due to the faulty component, which is connected to the same power line that powers the main integrated circuit. The functionality of the controller was restored once the bus switch was replaced. However, internal visual inspection performed during supplemental testing revealed a leakage of electrolyte from the nickel metal-hydride battery that drives the no power audible alarm. This failure is not related to the reported event. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the reported event can be attributed to a faulty bus switch. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that a controller was unable to be connected to batteries. The event occurred in the or during surgery on a thyroid so they decided to switch to the back up unit. When vad co tried to connect it to the batteries, no issues had been seen. The log files were corrupted, even after several artificial alarms were generated. The controller did not correctly send log files so we decided to change the controller. There was no effect on the patient was the patient was in or for an unrelated procedure.